Event description:
A discrepant result was obtained on the device when compared to a lab. The device result reported was 8.0 inr. The reported lab result was 4.5 inr. The device was replaced and requested to be returned for eval.